Event description:
Additional information was received stating that surgical intervention took place on 24 jan 2023 where the ipg was revised and moved to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's ipg had migrated and is experiencing pain at the ipg site. Surgical intervention may take place at a future date to address the issue.